Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was oversensing on a fast ventricular tachycardia (vt) episode. Additionally, the battery is at end of service (eos).the device is still in use. No patient complications have been reported as a result of this event.